Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior of the returned cycler showed no signs of physical damage. The complaint event was able to be duplicated as there was a blank screen during attempt to perform a simulated treatment test. The t1 on the inverter board was found to have burn damage. The inverter board was replaced with the test module and the screen functioned properly. There was no visual evidence of dried fluid within the interior of the returned device. A records review was performed on the reported serial number. An investigation of the device history record (DHR) was conducted by the manufacturer. There were no issues found during the manufacturing process which could be related with the reported event. The investigation into the cause of the complaint was able to confirm the reported event. The blank screen was able to be duplicated during evaluation of the returned device by the manufacturer and visual examination of the inverter board confirmed that the t1 had burn damage. Therefore, the complaint has been deemed confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had a blank touch screen during treatment. The patient was reportedly sleeping and did not know where in treatment this occurred but had woken up to a blank screen. The cycler was plugged in securely to a 3-prong dedicated outlet. The patient reported that after reboot, the screen was still blank for the buttons were blinking. This was the patient¿s first use for treatment on this cycler. No further information has been made available regarding the status of the patient, however, there were no reported adverse events or injury. The patient received a replacement cycler and returned the old cycler to the manufacturer. During evaluation, the manufacturer found that the cycler's inverter board had burn damage.